Event description:
A customer reported that the pump battery would not charge, even after trying different outlets and cables, and leaving it plugged in for the required duration. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support decided to replace the pump, confirmed the shipping address, and provided the customer with instructions on how to put the pump into storage mode and return it using a pre-paid label. The customer was advised to use an alternate insulin delivery method to ensure continued insulin delivery.